Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that during a tibial nail procedure the handle would not close on the guide wire. The guide was inserted without the t-handle and the procedure was completed. There was reportedly no harm to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 393.100, lot 8018977: manufacturing site: hägendorf. Release to warehouse date: august 09, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A service and repair evaluation was completed: the customer reported the device is not functioning. The repair technician reported the handle is bent and roll pin is damaged. Bent condition of handle is the reason for repair. The cause of the issue is unknown. The item was repaired and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Awareness date reported on follow up 1 report as september 13, 2019 but should have been october 25, 2019. This report is not late. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the customer informed us they have a jacobs chuck t-handle that is not functioning. No other information has been provided. Concomitant devices reported: unknown guide wire (part# unknown, lot# unknown, quantity 1). This report is for one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).